Event description:
It was reported that their st holsters rear rotation knob is free spinning. There was no pt consequence reported.

Manufacturer narrative:
Evaluation summary - based upon the inquiry info received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.